Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Although we were unable to confirm an iab sensor malfunction, the evaluation confirmed the reported "check iab catheter" alarm. It is difficult to determine when or how a kink in the catheter occurs, however, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
The customer reported that they attempted to utilize and iab for support with a difficult surgery while coming off bypass. The balloon was inserted without a problem, flushed easily and advanced over the wire without issue. The device was attached to the console and a "check iab catheter" alarm sounded when attempting to start therapy. Fiberoptic arterial pressure tracing was not reading as high as radial arterial line in the pt. The pump was restarted, but there was no change. There was no evidence of a leak and all connections were tight. The physician opted to remove the balloon and not use a replacement. It was reported that the pt expired, however, this was not attributed to the device.